Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had not reported or reset the pump for this issue within the last 24 hours, but technical support provided assistance with resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred, and they acknowledged this advice.